Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 85% stenosed lesion was located in a mildly calcified and non-tortuous proximal right coronary artery. The physician used a 2.0x15mm maverick 2 monorail balloon catheter and there was difficulty crossing the lesion. The physician then went to inflate the balloon and the balloon ruptured at eight atmospheres on the first inflation. The procedure was completed successfully with another 2.5x15mm non bsc balloon. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 85% stenosed lesion was located in a mildly calcified and non-tortuous proximal right coronary artery. The physician used a 2.0x15mm maverick 2 monorail balloon catheter and there was difficulty crossing the lesion. The physician then went to inflate the balloon and the balloon ruptured at eight atmospheres on the first inflation. The procedure was completed successfully with another 2.5x15mm non bsc balloon. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was identified over the distal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband could not identify any issues which could potentially have contributed to the leak. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).